Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the needle would not retract. The needle was manually retracted. There was no generator error code. The procedure was rescheduled. No clinical consequences to the patient occurred due to this event.

Event description:
It was reported that the needle would not retract. The needle was manually retracted. There was no generator error code. The procedure was rescheduled. No clinical consequences to the patient occurred due to this event.